Event description:
The customer states that one patient sample generated the following ca 125 assay results: on architect i2000 analyzer (i201529) with reagent lot 69459m100 = 128.8/128.8 ng/ml.on architect i2000sr analyzer (isr04449) with reagent lot 68652m100 = 408.4/408.4 ng/ml.both values are in the high range (<35 ng/ml expected value) for this assay. The customer noted that about one year ago this same patient generated a ca 125 result of 10 ng/ml. Controls have remained stable and within specifications on both analyzers and with both lots of reagents. There is no impact to patient management reported.

Manufacturer narrative:
Architect ca 125 ii assay ln:2k45-26 lot#:68652m100 expires: 10/01/2009. Architect i2000 analyzer ln:8c89-01. Architect i2000sr analyzer ln:3m74-01. No materials were requested from the customer site for this investigation. Using kits of the same reagent lots, 68652m100 and 69459m100 stored at abbott laboratories, testing of the abbott controls and three levels of architect ca 125 panels was performed. The panels are made from defibrinated human plasma and each level has a known ca 125 concentration. All of the abbott controls and panels met the specifications for both reagent lots. This demonstrates that the assay is capable of accurately determining known concentrations of the ca 125 analyte in samples that are representative of patient specimens. In addition to testing, a review of customer complaints received to-date was performed to determine if other customer's have experienced the issue encountered in this complaint. The review of this data did not identify a trend that would suggest a problem with either reagent lot. Other records reviewed were the final release testing data for both lots. The abbott controls and internal panels representative of patient specimens were within our internal specifications. This demonstrates that both lots were deemed acceptable for release for product for sale. The architect ca 125 ii package insert (version 016-622 5/07) provides adequate information to address this customer's issue. A product deficiency was not identified in the course of this investigation and no additional issues requiring further investigation were found. The current investigation, utilizing materials stored and maintained at our facility, demonstrated that the architect ca 125 ii assay is performing acceptably. No further investigation is required. This is a final report.

Manufacturer narrative:
Architect ca 125 ii assay ln:2k45-26 lot#:68652m100; architect i2000 analyzer ln:8c89-01, architect i2000sr analyzer ln:3m74-01.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.